Event description:
Customer alleges the wheel just broke/states it cracked while being pushed. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tracer xl2, serial number/date code is unknown. The owner's manual part number 1110546 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.